Event description:
As relayed by dr: with three large composix kugel patches severe complications occurred. There were implanted as substitute of the front abdominal wall and had been fixed properly. Due to the movement of the pt material fracture occurred some months later in the area of the rim of the plastic reinforcement, which is necessary to hold the sape. In two incidents, the broken plastic rim penetrated outward through the abdominal wall. Which led to a chronic mrsa-colonization of the mesh. In both cases the net had to be completely explanted.